Event description:
This pt underwent an enterprise stent in the right pca down into the basilar artery, in 2008. The pt was returned for coil embolization within aneurysm eight weeks later. Upon performing the first angiogram, it was noted that the stent had migrated back 5mm to the neck of the aneurysm, (two of the stent markers were in the neck of the aneurysm.) The aneurysm was successfully coiled and there was no adverse effect to the pt.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.